Event description:
During a visit to the user facility, hospital staff reported to have found bile-like fluid on the ground beneath where the subject endoscope was hung following reprocessing. The user facility stated there have been no reports of patient cross-examination.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that the user facility has not been manually cleaning the elevator wire channel of the device in accordance with the device instruction manual since the time the device was initially purchased in 2004. The user facility reported that they were incorrectly instructed by their third party service company on endoscope reprocessing. The user facility elected not to return this device to olympus to evaluation. Based on the information provided by the user facility, the cause of the reported phenomenon appears to be due to inadequate reprocessing. An olympus endoscopy support specialist has visited the user facility to provide in-service training on how to appropriately reprocess the device. This report is being submitted as a medical device report in an abundance of caution.